Manufacturer narrative:
Date of event,implant date: date is estimated. UDI # UDI is unknown as the part and lot number were not provided. The devices were not returned for analysis and a review of the lot history record could not be performed as the part/lot information regarding the complaint devices were not provided. Based on the information reviewed a cause for the reported mitral valve insufficiency/regurgitation (recurrent and/or unchanged), and heart failure cannot be determined. However, mitral regurgitation and heart failure are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report heart failure, prolonged hospitalization, and recurrent mitral regurgitation it was reported through a research article identifying mitraclips that were related to the following outcomes: heart failure, prolonged hospitalization, recurrent mitral regurgitation, unchanged mitral regurgitation. Specific patient information is documented as unknown. Details are listed in the attached article, titled, "sex-related clinical characteristics and outcomes of patients undergoing transcatheter edge-to-edge repair for secondary mitral regurgitation." No additional requests for information are needed.